Event description:
It was reported that the drain tube was broken. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a faulty heater, broken drain tube, cracked tank cover, and writing on front cover. The complaint was confirmed during visual inspection as the drain tube was broken off. No other analysis was performed. The root cause was the drain tube having been ripped off the device at the drain fitting attributed to the user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the drain fitting, drain tube, tank cover, front cover, and heater assembly. Device passed all functional and delivery tests.